Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 has been having issues with the co2 insufflation. When they hook up the co2 tubing to the connection on the hemopro device, they keep getting a reading of occlusion. Both the cannula and the short port btt did not have flow when hooked up to our insufflator tubing. They have upgraded their stryker equipment to their new version which requires a new type of tubing. The old tubing was stryker high flow tube set ref: (B)(4). The new tubing is stryker pneumoclear smoke evacuation high-flow tube set ref: (B)(4). This issue has just been happening within the last 2 weeks and they have been using the new tubing since around april. The same device was used to complete the procedure, but harvesters cut off the end of provided insufflator tubing and placed an adapter (medtronic perfusion adapter ref 10007) on it and that worked. Harvesters also cut off the connection part of the port btt and just tried to connect the insufflator tubing connector to that and that worked, but not ideal and very hard to connect to the small tubing. There was some procedural delay but not significant. There was no patient harm.

Manufacturer narrative:
Trackwise ID#:(B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-10. A lot history record review was completed for lots 3000403917, 3000401966, and 3000400794 the last 3 lots shipped to the account prior to the event/aware date. For lot 3000403917, 3000401966 there were ncmrs , rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000400794. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.